Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -5.00/+1.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).